Manufacturer narrative:
At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead noted being told that one of their leads was loose and floating in a vein. The patient did not have the lead information, and noted having an appointment scheduled at the hospital. The patient was advised to continue to try and contact his physician to answer the patient's questions. Additional information was provided that this lead had dislodged and the patient subsequently underwent a revision procedure. The lead was explanted and replaced with a different lead in a different vessel. To date, there have been no reported adverse patient effects related to this clinical observation.